Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set-up, the hf-resection electrode loop electrodes were bent. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: d8, d9, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned for evaluation. However, the investigation was performed based on the information provided by the customer and the reported malfunction was not confirmed. The definitive root cause of the reported issue could not be determined, and it is unknown whether the product meets the specifications. Here is a possibility of damage during transportation or storage after shipment. According to the investigation, there is a possibility of damage during transportation or storage after shipment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: h2, h6, h8 based on the results of the investigation, it is likely the following led to the malfunction: component failure of the electrode (fork tube part). The most likely cause is excessive stress applied during the storage, handling, or opening of the sterilization pack. The deformation locations of the fork tube and sterilization pack coincide, suggesting the deformation occurred while the electrode was inside the sterilization pack. The event can be detected/prevented by following the instructions for use which state: chapter 2.5 general dangers, warnings and cautions warning risk of injury to the patient and/or the user the use of damaged equipment, equipment that does not function properly and/or equipment with illegible or missing markings may cause infection, toxic shock, electrical, mechanical and thermal injury and/or unintended nerve stimulation. Even products designed to be reused have a limited service life. A number of factors connected with handling and some reprocessing methods may lead to increased wear of the product. The service life can be markedly shortened. The product must be replaced if signs of wear become visible. ¿ before each use, observe the instructions in the section ¿inspection¿ on page 31 and ¿maintenance¿ on page 52. ¿ do not use damaged equipment, equipment that does not function properly and/or equipment with illegible or missing markings. ¿ replace damaged equipment, equipment that does not function properly and/or equipment with illegible or missing markings. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.